Event description:
Customer reported that she called the paramedics twice in the past two years. First event was two years ago due to low blood glucose levels of 23 mg/ dl. The second event was within the past year also due to low blood glucose levels of 27 mg/dl. She was not hospitalized for either event, but was given glucagon. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.